Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 1 ml bd luer-lok¿ syringe sterile, single use had scale marking issues. The following was translated from german to english: I would like to report a product complaint. This refers to product bd plastipak syringe 1ml ll. As you can hopefully see from the pictures, the plastic has a cloudiness (marked with green in the picture below). Right on the graduation, therefore quite easy to see.

Manufacturer narrative:
Pr (B)(4) ¿ follow up MDR for device evaluation two photos and three samples of a 1ml luer-lok syringe were received by bd. A quality engineer was able to review the photos from lot #2227589 regarding item #309628. Two of the samples were received in sealed packages and one received as loose syringe. Two of the syringes have a blemish on the barrel larger than level 3 and one syringe has two blemishes on the barrel larger than level 3. The blemishes do not affect form, fit, or function. The condition observed is acceptable per product specification. Since the defects observed are considered cosmetic and acceptable, no corrective actions are necessary. Therefore, no corrective action is required at this time. Lot 2227589 is considered in compliance with our product specification requirements. A device history record review was completed for provided lot number 2227589 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.